Event description:
The patient wasn't able to adjust stimulation using the pt programmer. It displayed the 'call your doctor' icon. The implantable neurostimulator was in a power on reset condition.

Manufacturer narrative:
(B)(4).